Event description:
It was reported that during a cardiovascular procedure, the dr could not get the catheter to go through the introducer. A second catheter was opened and attempted with the same results. The dr then opened a third catheter and it went through the introducer successfully. The case was then completed, and there were no adverse pt consequences as a result.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2008-00152 for the other medwatch. The same pt is represented in each medwatch.